Event description:
It was reported that (1) tlc55 device was used during a unkown procedure. It was reported by the rep that the device didn't work. It jammed. A new one was used to finish the case. There was no consequence to the pt.